Event description:
It was reported to boston scientific corporation that an advantage transvaginal mid-urethral sling system was implanted (B)(6), 2009. According to the complainant, the patient experienced pelvic pain, infection, urinary problems and required additional medical treatment.all other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.